Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer sates their drive support cap had been protruded and they had pushed the cap back in. The customer's blood glucose level was unknown. The customer request the pump is replaced. The customer was advised of proper forms to fill out to receive replacement. No further assistance provided at this time.

Manufacturer narrative:
(B)(4). Device received compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. However, insulin pump passed rewind test and displacement test.